Manufacturer narrative:
Device is a combination product. Synergy ous mr 2.75 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the mid region of the stent were lifted and pulled in a proximal direction. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-dec-2019. It was reported that crossing difficulty was encountered. The patient presented with poor condition. Following coronary angiography, it was found that the 92% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After a guide wire crossed the lesion, it was checked with opticross. Pre-dilatation was performed and a 2.75 x 20 synergy drug-eluting stent was then advanced, but failed to cross the lesion due to calcification. No patient complications were reported. However, returned device analysis revealed stent damage.